Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that a type ia endoleak was identified from a CT scan on an unknown date approximately 6 years post the index procedure. The cause of the endoleak is unknown. Heli-fx endoanchors were used for the treatment of the endoleak. It was reported that during the procedure while trying to flex the heli-fx guide a sound was heard and the tip would no longer move. The guide was changed and the procedure continued. The event was resolved. It was reported that there was difficult anatomy from the left side of the patient where the guide sheath was introduced and there was an endurant ii limb implanted in the left side which was implanted 2 - 2.5 cm above the endurant ii bifurcation stent graft. It was reported that this was a technical problem that did not allow the physician to make the desired flexion with the guide so as to implant anchors at the left side of the aorta and it was not associated with the heli-fx guide event. Three endoanchors were successfully implanted in the patient. It was reported that the blue button on the heli-fx applier was blinking after implantation of the three endoanchors. An angiogram was taken and showed there was no endoleak present. The event was reported as resolved as no further endoanchors were required. The physician attributed the cause of the event to be product malfunction. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Films review summary: the cause of the events could not be determined from the films provided. The anatomy at implant is unknown, and earlier follow-up were not available for review. Review of a 3d/CT film report from ~6 years post-implant revealed that the current aaa diameter measured 87mm. The bifurcate was positioned just below the lowest left renal artery, and there was contrast seen outside the proximal stent graft due to incomplete radial opposition to the aorta; however, unable to determine if contrast from a proximal type I endoleak was within the sac. The proximal neck was short, conical-shaped and angulated. The neck diameter ranged from 29 ¿ 34mm along the 10mm length neck, and the infrarenal angulation measured ~60 deg a-p. The bifurcate ipsi limb on the left side was positioned down into the right common iliac artery. The contra limb appeared to have been implanted higher then normal into the gate; the proximal end of the contra limb was positioned 33mm below the left renal (~20mm above the flow divider). The exact cause of the reported proximal type I endoleak is unknown, but may have been due to a currently diseased neck which was short, conical-shaped and moderately angulated. The cause of the reported guide deflection issue could not be determined from the films. It is possible that the high implant of the contra /left limb may have contributed, or this event (as well as the blinking light issue) may have been a device issue. If information is provided in the future, a supplemental report will be issued.